Event description:
Pt had a pacemaker placed in 8/89. Approx. Two years ago the pt's local md found the atrial lead to be malfunctioning. The lead was programmed to shut down, and the pacemaker converted to vbi mode. She was being monitored by her local md for atrial lead problems. On 5/1/96, the pt was found to have a loose wire in the atrium and underwent retrieval of the wire on 5/3/96. Teh decision was made not to remove the lead at this time as the pt was in atrial fibrillation and vvi pacing.